Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, machine flow sensor, 3 way solenoid valve and active exhalation control module were replaced to address the issue. The system board, machine flow sensor, 3 way solenoid valve and active exhalation control module were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, machine flow sensor, 3 way solenoid valve and active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, machine flow sensor, 3 way solenoid valve and active exhalation control module were replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.